Manufacturer narrative:
The device has been requested by baxter for evaluation, but has not yet been rec'd. Should the pump be rec'd for evaluation, a follow up report will be filed upon completion of the evaluation or if additional info becomes available.

Event description:
The facility reported an infusion pump with a pumphead keypad that is not working. The event was reported to have occurred during biomed testing. According to the hospital representative, no pt injury or medical intervention had been reported related to the device. No additional info or contact was available.